Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. It was reported the hernia developed after starting (pd) therapy. The location of the hernia was not reported. It was not reported if the patient was hospitalized for the event. The treatment and outcome of the hernia event was not reported. Action taken with peritoneal dialysis therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.